Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a recent a cardiac arrest event. The customer advised that the device was powered on and connected the patient. Shortly thereafter the device powered off by itself; however, defibrillation was not necessary at the time of the power loss. Power was immediately restored and the device was used the remainder of the event to provide care to the patient. The customer advised that there were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue. As a precaution, physio replaced the battery contact assembly as well as the device's battery pins. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.